Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, accession numbers were incorrectly assigned. There was no report of adverse impact to patients or users.

Event description:
It was reported while using bd bactec¿ fx top, accession numbers were incorrectly assigned. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: this complaint alleges when the accession barcode is scanned on the bactec fx they are incorrect, however the sequence numbers are able to scan correctly. Bd service remoted into the instrument to review the issue. The customer provided "f79408" to be reviewed. Upon review it was observed that f79408 had two fx bottles associated, then f79408 had its association changed to h44489 with a pmic-106 sample and a maldi biotyper sample associated. The customer indicated that the accession barcode originally picked up four digits. Bd service advised the customer that the accession barcode comes from the facility lis and they should work with their facility lis vendor. Bd service confirmed epicenter working as expected. This complaint is unable to be confirmed, and the root cause is unknown. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.